Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the screen was blank. The 'stop' and 'ok' buttons lit up but do not operate due to a blank screen. The screen functions could not be configured and a burning smell was noted. It was determined that the t1 transformer has internal short and will be replaced in production. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient called into technical support stating that the screen on the cycler was blank upon power up, however, the buttons on the side were lighting up. Patient stated patient stated the cycler is plugged into a 3-prong outlet to the wall. Patient re-inserted the power plug behind the cycler and to the outlet. Patient stated the screen is blank and the cycler has an overheating smell. At this point the cycler was replaced and it was reported that the patient would revert to manual therapy. The cycler was returned to the manufacturer for evaluation. Upon evaluation it was determined that the t1 transformer had an internal short and a burned coil.